Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity/ new allergies"), autoimmune thyroiditis ("hashimotos"), mental disorder ("psych injury"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, autoimmune thyroiditis, mental disorder, tooth disorder, hormone level abnormal, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, depression, anxiety, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, depression, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Essure done x 2 with 3 coils bilateral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: patent bilateral fallopian tubes; on (B)(6) 2011: satisfactory placement category 2. Bilateral tubal occlusion category 1. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified). Results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Medical history added. Reporter information, lab data added. Event: abnormal bleeding (vaginal), depression, anxiety, migraines / headaches, fatigue added. Event verbatim were updated as hypersensitivity/ new allergies. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), autoimmune thyroiditis ("hashimotos"), mental disorder ("psych injury"), tooth disorder ("dental problems"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, autoimmune thyroiditis, mental disorder, tooth disorder, hormone level abnormal, weight increased, gastrointestinal disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, dyspareunia, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, pelvic pain, tooth disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified). Results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Injury nos was replaced with new events- pelvic pain, abdominal pain, dyspareunia, apareunia, menorrhagia, hypersensitivity, hashimotos, psych injury, dental problems, hormonal changes, weight gain, gi conditions, hair loss. Reporters information, patients date of birth, removal date were added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal/pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/during intercourse, abnormal period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2012, the patient was found to have hormone level abnormal ("hormonal changes") and experienced depression ("depression") and anxiety ("anxiety"). In 2013, the patient experienced female sexual dysfunction ("apareuniaapareunia (inability to have sexual intercourse)"), gastrointestinal disorder ("gi conditions"), migraine ("migraines / headaches"), fatigue ("fatigue"), hyperaesthesia teeth ("dental problems: sensitive") and tooth disorder ("dental problems: weak") and was found to have weight increased ("weight gain"). In 2015, the patient experienced abdominal pain ("pelvic/abdominal area") and alopecia ("hair loss"). On (B)(6) 2017, the patient experienced autoimmune thyroiditis ("hashimotos"), 6 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("hypersensitivity/ new allergies/allergic or hypersensitivity reaction-type") and mental disorder ("psych injury"). The patient was treated with pregnenolone and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, female sexual dysfunction, menorrhagia, hypersensitivity, autoimmune thyroiditis, mental disorder, hormone level abnormal, weight increased, gastrointestinal disorder, alopecia, vaginal haemorrhage, depression, anxiety, migraine, fatigue, hyperaesthesia teeth and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune thyroiditis, depression, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, hyperaesthesia teeth, hypersensitivity, menorrhagia, mental disorder, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Essure done x 2 with 3 coils bilateral. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: patent bilateral fallopian tubes. Failure to occlude (close) fallopian tubes, total bilateral occlusion; on (B)(6) 2011: satisfactory placement category 2. Bilateral tubal occlusion category 1. Failure to occlude (close) fallopian tubes, total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified). Results of confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. New events dental problems: sensitive was added. Onset date, lab data was updated. Treatment drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.